Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed the motor test. The minilink transmitter and the blood glucose meter communicated and read all the input data properly. No sensor or blood glucose meter reading anomaly noted. No cosmetic damage noted.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 184 mg/dl. The motor error alarm occurred during a bolus delivery. In troubleshooting, the patient was able to rewind the insulin pump. The customer was advised to retrieve the insulin pump settings. No further information was provided.